Event description:
It was reported that the lead integrity alert triggered. A review of the device product performance information showed right ventricular lead oversensing, noise and a rise in impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) - initially, the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A lead integrity alert triggered, there were two patient alerts for lead failure predictor on (B)(4) 2012. Oversensing was noted with thirteen ventricular non-sustained tachycardia events less than or equal to 210 ms between (B)(4) 2012. Interference/noise was noted with ventricular short interval count (v-sic) equal to 644.9 counts average per day, in 3.32 days, between (B)(4) 2012. Resistance/impedance increase was noted. The weekly pace lead impedance trend data shows impedance increase for maximum ventricular pace bipolar impedance equal to 893 to 1482 ohms peak between (B)(4) 2012. Subsequently, the full lead was returned and analysis found that the proximal conductor was fractured. The defibrillator conductor was distorted and the distal conductor had blood/body fluid (not obstructed). The outer tubing overlay had blood/body fluid, cosmetic environmental stress cracking and was breached cut. The outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A lead integrity alert triggered, there were two patient alerts for lead failure predictor on (B)(6) 2012. Oversensing was noted with thirteen ventricular non-sustained tachycardia events less than or equal to 210 ms between (B)(6) 2012. Interference/noise was noted with ventricular short interval count (v-sic) equal to 644.9 counts average per day, in 3.32 days, between (B)(6) 2012. Resistance/impedance increase was noted. The weekly pace lead impedance trend data shows impedance increase for maximum ventricular pace bipolar impedance equal to 893 to 1482 ohms peak between (B)(6) 2012.